Manufacturer narrative:
Patient's information is unknown at this time.

Event description:
A customer reported that a patient has ulnar nerve damage following a long endovascular aneurysm repair (evar) procedure. The customer alleges that the issue was caused by the innova 4100 table being too narrow at the thorax level. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.